Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review could not be performed as the product lot numbers are unk. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to deploy properly as the seal remained in the delivery device upon removal from the aortotomy. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question.